Manufacturer narrative:
Details of complaint: the customer reported that the cns powered off while monitoring devices. Service requested / performed: troubleshooting. Investigation summary: the complaint for the "cns will not boot" was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual and functional analysis. While a definite root cause is unable to be determined, available information suggests that (normal wear/deterioration) may have contributed to the complaint event. Since no nihon kohden defects were identified, no corrective action or preventive action is required. The overall risk rating is medium. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the power supply: cns: model #: pu-621ra serial #: (B)(6) additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
It was reported that the ups (3rd party unit) shut off which caused the central nurse's station (cns) to loose power and shut off unexpectedly. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that: the (B)(6) (3rd party unit) shut off which caused the cns to loose power and shut off unexpectedly. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Product code: since the (B)(6) is not a medical device unit, it will not have a 510k number or a UDI number. In order to generate the pdf MDR report for this complaint record, nihon kohden added the cns product code instead. The following devices were being used in conjunction with the (B)(6). Concomitant medical product: central nurses station (cns). Model: pu-621ra. Serial number (B)(4).

Event description:
It was reported that the ups (3rd party unit) shut off which caused the cns to loose power and shut off unexpectedly. No consequence or impact to the patient.